Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set and insulin delivery was resumed. There was no reported impact to customer's blood glucose. As event occurred in the past, tandem technical support was unable to troubleshoot.